Event description:
It was reported during in clinic follow up that right atrial lead exhibited loss of sensing. Diagnostic imaging showed that the lead had dislodged. The lead was explanted on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement and failure to sense. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. The full helix extension length was measured to be within specification. The reported event of failure to sense was confirmed. Visual inspection of the lead found an external abrasion breaching the insulation exposing the outer coil in the proximal region of the lead. The cause of the reported event of failure to sense was isolated to external abrasion consistent with friction to the device can.